Event description:
It was reported that the guidewire was damaged during left ventricle lead implant. A piece of the guidewire broke and remained in the patients coronary system. According to the surgeon no complications were expected.

Manufacturer narrative:
A piece of guidewire remained in the coronary system.